Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not receive the endoscope for evaluation per the customer response in follow-up questions. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the endoscope image was flipped. The customer was able to resolve the issue. The solution detail was not provided. The tse advised the customer to reseat the endoscope if the issue would reoccur. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reinserted the endoscope to resolve the issue.